Manufacturer narrative:
Evaluation of the probe confirmed the lack of image reported by the customer. The device was returned with damage to the shaft which allowed fluid ingress causing corrosion inside the probe. Final conclusion verified the damage would cause the loss of image. The cause of the damage is consistent with customer mishandling.

Event description:
S8-3t image quality degradation during clinical use was determined to be unacceptable. A medwatch report will be submitted for this image quality issue. No patient injury resulted.

Manufacturer narrative:
Although requested, the s8-3t transducer has not yet been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed.

Event description:
S8-3t image quality degradation during clinical use at a critical time was previously evaluated per (B)(4) and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue. No patient injury reported.

Manufacturer narrative:
Followup transmission test issue request it.